Event description:
It was reported that after 'poor numbers at implant', less than two months ago, the threshold progressively worsened. At a repositioning attempt, they could not fully retract the helix. The lead was returned and no patient complications were reported as a result of this event.